Manufacturer narrative:
(B)(4). Date sent: 12/22/2020. D4: batch # r5989v. H6: component code: safety(g06). Investigation summary: the ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/16. The device was tested for functionality with the returned reload by resetting and reloading it into the device. The staple line and cut line were complete and the remaining staples meet the staple form release criteria, and the instrument achieved its complete 3-stroke firing sequence without any difficulties. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the open colon surgery , when severing transverse colon tissue on the 1st firing, after fired, noted staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.